Event description:
A customer reported a power source alert 07 and confirmed they were using a tandem charging cable and wall adapter when the issue occurred. There was no reported impact on the customer's blood glucose level as they declined to answer if it exceeded 500 mg/dl. The customer attempted different solutions, including using alternate wall adapters and charging cables, but the issue persisted. Technical support advised replacing the pump and instructed the caller to use mdi as a backup therapy to ensure continued insulin delivery. The customer was given instructions to put the pump into storage mode and return it within ten days using a prepaid label.